Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.(B)(4)

Event description:
The customer contacted physio-control to report that their device did not give any voice prompts. When the on/off button was pushed, the device's lid opened but no was voice prompts were heard. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Voice prompts were initially heard, and the device was then opened for an internal inspection. Physio determined that the cause of the reported issue was due to the speaker assembly having an intermittent solder connection between the positive tab and the tinsel wire. This intermittent solder connection caused the voice prompt to only sound intermittently. A replacement device was provided to the customer under warranty.